Manufacturer narrative:
Patient information was not available on the date of filing. Other relevant device(s) are: ssd 9735999 with s8 os s8 svc. Manufacture date was not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the ssd (single state drive) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the navigation system was not receiving spins from the imaging system. The exam did have a nav tag however the site did not try to manually push the examover. Navigation was aborted and c-arm was used to finish the case. The imaging system had been used with another navigation system prior and had no issues. After the case, the clinical specialist (cs) turned on the system and got the grub menu issue. He was able to get past this, but when sending over the exam as well as older exams, an error showed stating to verify if the correct exam was sent but no images were showing. After taking off the imaging system toolcard and going to images, all of the sent exams were seen but had red x's and 10 slices and could not be used with the navigation system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The solid state drive (ssd) was returned to the manufacturer for analysis. Through functional testing and visual/physical examination there was no failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solid state hard drive was returned to the manufacturer for analysis, findings were not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported from the clinical specialist (cs) that the likely cause of the event was an issue with the hard drive, the hard drive was replaced.

Manufacturer narrative:
A software investigation was initiated. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.